Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds. A revision procedure was performed to reposition the lead. During the revision, the lead could not be repositioned due to helix extension difficulty. This rv lead was explanted and replaced. No additional adverse patient effects were reported.